Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically and the device was emitting a "memory full" warning message. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that the device was installed by the customer in december 2009 and that it had performed to specification up to august 2011. The information obtained from the device showed tha the device gave a low battery warning on august 21, 2011. On august 22, 2011 there were 2 further self-tests which failed due to a low battery. A new pad pak was installed and the device performed to specification until (B)(4) 2012. On (B)(4) 2012, the device logs another low battery warning. The status led was solid green with red flashes together with a beep. Investigation confirmed there to be a fault with the on automatically, which caused the device to switch on automatically, which caused the early depletion of pad pak (lot a1111). Pad pak (lot a1111) had a use accelerate depletion of the pad pak. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.